Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements.user app and transmitter needs update and it was updated.as per information,it was confirmed that user was doing better now, so no further actions are needed since the user remained unresponsive to multiple callback attempts.

Manufacturer narrative:
The user reported receiving several glucose suspend alerts on july 7, 2025, day 24 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the analysis showed no issues with the sensor's chemical performance. A review of the raw sensor data revealed optical instability in all sensing areas; however, this could not be reproduced during in-house testing. This may occur in instances where the failure mode observed in vivo cannot be reproduced in a laboratory setting. Additionally, a review of the sensor data indicated frequent missed reads due to internal electrical communication issues. The combination of these issues resulted in glucose blinding triggered by the system's self-checks, which led to the activation of the glucose suspend alerts. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report (B)(6) 2025 g3. Date received by the manufacturer? 06 oct 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10,4121 h6. Investigation findings updated to 3224,628 h6. Investigation conclusions updated to 4315,4307.